Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additional defects found during device evaluation: the air/water irrigator (nozzle) shows wear of its glue, when reviewing the lens of the microcamera (ccd) a stain / dirt was observed, slight scratches were observed, the light guide lens was observed to be slightly chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the biopsy channel leaked while the user was handling the device, and water invaded the device. Due to the invasion, humidity adhered to objective lens which likely led to the suggested event. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. The customer reported that the device had a leak through the biopsy channel. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope presented an opaque, blurred image during a gastroscopy diagnostic procedure. The lens was cleaned; however, the image didn't improve remarkably as the doctor desired. The procedure lasted for 15 minutes while the patient was transferred to another room. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.